Event description:
Plaintiff reports bilateral implantation 5/18/79 with explant on 3/30/96. Plaintiff alleges" injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."